Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the supera instructions for use as a known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that intravascular ultrasound (ivus) was performed in the superficial femoral artery (sfa) before the procedure. The sfa was prepared with atherectomy and a 6.0x100 balloon dilatation catheter. The 5.5 x 150 supera stent was implanted in the sfa. Ivus confirmed good blood flow in the stent as well as good flow proximal and distal to the stent. While the patient was in the recovery area, the patient was noted to have asymptomatic diminished pulse volume recording (pvr). Ultrasound found the stent had occluded. No additional medication and no additional treatment was performed. The patient was discharged home the same day. The patient will be re-assessed for treatment at a later date. No additional information was provided.